Event description:
It was reported that the pt underwent a spinal procedure for metastasis at t4 using posterior fixation at t2-t6. The right side break-off set screw at t2 could not be broken off. The surgeon removed and replaced the entire construct. No pt injury was reported.

Manufacturer narrative:
The device was not returned to the MFR for eval. Unable to determine the cause of the event.